Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that there was damaged to the screen on this device. There was no reported patient involvement. The device's liquid crystal display (lcd) was replaced to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time.